Event description:
The customer called to report that she was hospitalized with a high blood glucose of 480 mg/dl. The customer stated that she was sweaty and clammy, and had chest pain. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Advised the customer that the insulin pump was working as designed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.